Manufacturer narrative:
Product event summary: the distal segment of the lead was returned, analyzed and no anomalies were found. Visual summary analysis of the lead indicated stretching and apparent explant damage.

Event description:
It was further reported that the lead was removed.

Event description:
It was reported that the right ventricular (rv) lead exhibited intermittent pacing resulting from a developing lead fracture. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID sedr01 implantable pulse generator (ipg), implanted: (B)(6) 2007, product ID 4558m53 implantable pacing lead, implanted: (B)(6) 1997. (B)(4).